Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 07/2023.

Event description:
It was reported through results of a clinical trial that three months and twenty-nine days post index procedure using drug coated balloon, the subject had adverse event recurrent stenosis of target lesion in cephalic vein which required additional surgical intervention. It was further reported that five months and six days post index procedure, the target lesion had maximum initial stenosis of ninety percent. Two number of lutonix drug coated balloon devices were used for treatment. The re-intervention was successful, and the patient recovered with fifteen percent residual stenosis. However, the current status of the patient is unknown.